Event description:
The device was connected to the patient using quik-combo pacing/defibrillation/ECG electrodes and the device displayed a constant connect electrodes message. A backup device was obtained and connected to the patient using the same set of electrodes and the connect electrodes message was reportedly displayed on the back up device. The electrodes were replaced and the first device was reconnected to the patient using the new set of electrodes and proper operation was reportedly observed. There were no adverse effects to the patient as a result of the reported event.